Event description:
During the endoscopic vein harvesting the scope did not completely fill into the retractor or disector. The visualization was inadequate therefore the case was performed open instead of endoscopically.